Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the event. No product has been submitted for evaluation and no medical records have been provided. The attorney alleges the patient was treated for recurrence, which is a possible adverse reaction listed in the product's instructions for use. A manufacturing review has been performed and found no evidence of a manufacturing-related cause for the alleged event. With the information currently available, no conclusion can be drawn.

Event description:
The following was reported to davol by the attorney for the patient: in (B)(6) 2009 - the patient underwent incisional hernia repair with a large circle bard ventralex hernia patch. In (B)(6) 2010: the patient presented to hospital for recurrent incisional hernia repair and bilateral salpingo-oophectomy. Lysis of adhesions to free up loops of small bowel from previously placed mesh. The removal of adhesions produced some small serosal tears to the bowel that needed to be repaired. The mesh was "rock hard" and appeared to have undergone severe "potato chipping". Mesh explanted and repair made with sutures. The attorney alleges the mesh failed, resulting in pain and permanent injury.